Event description:
It was reported that approximately four months following a sling procedure, the pt returned with a granuloma on one side of the abdominal incision. The doctor excised the granuloma and did a culture which turned out negative. The pt has since healed and is still continent. Doctor stated that not trimming down to the rectus fascia could have been the problem. No further complications have been reported.